Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their first device was removed, because it transmigrated up the patient¿s spine, and came through their skin because it was too large. No further complications were reported or anticipated.